Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was not reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and triggered error 23008 pointing towards yaw axis. Swapped the chipencoder virtual absolute (cva) printed circuit assembly (pca) with a test one and resolve the reported problem. Placed the original cva pca back and the unit triggered 23008 again. The unit passed direction test, carriage lissajous, sensor check, sine cycle, brake test, carriage switches, fan test and fiber test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the customer observed universal surgical manipulator (usm) 2 was yellow and faulted while the ports were placed. The technical service engineer (tse) viewed the system logs and found multiple faults pointing to usm 2 axis 1. It was noted the faults would return immediately after they were recovered. The tse walked the customer through a hard power cycling of the patient side cart (psc) with no change. The tse recommended the customer exercise axis 1 for usm 2 and then select recover; however, no change was observed. Then the tse recommended the customer try another hard power cycle of the psc with no change. The tse asked the customer if another davinci psc was available, but the customer stated there was not. The tse recommended the customer disable the usm if the surgeon was able to continue the case with 3 usms. It was noted the surgeon stated yes and disabled usm 2. The tse explained the impact of disabling the arm and the customer continued with the case. The procedure was completed as planned with no reported injury.